Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) device reached elective replacement indicator (eri). The device was able to be reset, but the battery voltage measurement was unavailable. The device remains in use. No patient complications have been reported as a result of this event.